Manufacturer narrative:
The calibration and qc data provided are within expectations. There was no error message to indicate an instrument or software problem. The issue is consistent with a pre-analytical issue. The investigation did not identify a product problem.

Manufacturer narrative:
The extra wash cycle settings for creatinine were checked and were correct. The sample was checked and the presence of a fibrin clot was observed. The sample handling was outside of tube manufacturer recommendations as clotting time was too short. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and crep2 creatinine plus ver.2 on a cobas integra 400 plus. The initial values were reported outside of the laboratory to the treating doctor. The sample was repeated on (B)(6) 2019 and the repeat values were acceptable to the reporter. The sample initially resulted with a calcium value of 4.96 mmol/l, which repeated as 3.56 mmol/l. The sample initially resulted with a creatinine value of 814.2 umol/l. The sample was repeated twice, resulting with values of 418.3 umol/l and 419.6 umol/l. The calcium reagent lot number and expiration date were requested, but not provided. The creatinine reagent lot number was 42284101.